Event description:
It was reported that the ventilator reset three times while connected to a pt. It is unk if the ventilator had an audible alarm when the reported problem occurred. No pt harm reported. The ventilator was tested by the customer and did not fail on the test bench.

Manufacturer narrative:
Na